Event description:
It was reported that while using four (4) bd vacutainer® sst¿ ii advance blood collection tubes, the gel does not separate as expected in the middle layer after centrifuged. No patient impact reported.

Manufacturer narrative:
. Investigation summary: lot/batch #: unknown bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode of poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.